Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter and it would not flush. It was reported the thermocool smarttouch sf catheter would not flush when getting ready to ablate. They confirmed it adequately flushed prior to patient insertion. They exchanged the catheter to continue. There was no patient consequence. An error presented by the irrigation pump was a temperature too high error and it was discovered because it was beeping when ablation went on. The correct catheter settings were selected on the generator and there were no flow rate change issues at the start of ablation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter and it would not flush. It was reported the thermocool smarttouch sf catheter would not flush when getting ready to ablate. They confirmed it adequately flushed prior to patient insertion. An error presented by the irrigation pump was a temperature too high error and it was discovered because it was beeping when ablation went on. They exchanged the catheter to continue. There was no patient consequence. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31390851l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).